Event description:
The lay user/ patient contacted lfs (B)(4) on (B)(6) 2011 alleging that his one touch ultra 2 meter would not power on. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that on (B)(6) 2011 he first noticed that his ultra 2 meter would not power on. He continued to take his diabetes regimen and did not alter his medication. Approximately 3 days later he had developed symptoms of feeling shaky hands, feeling tired, nausea, dizziness. He denied self-treatment or seeking any medical attention. He felt better 2 days later. The patient was not tested on another device. This was not the first time the product was being used. There was no misuse of the product. The meter dud not power on by pressing the power button. The batteries did not need to be replaced and the alleged issue was not resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged due to the meter not powering on, he was unable to test and later developed symptoms suggestive of a serious injury based on lfs definition.

Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.